Manufacturer narrative:
There may be cases when a transcatheter intervention is indicated or performed. Although there are multiple root causes, valves are typically treated because they are not functioning optimally. A valve-in-valve procedure carries significant risk. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with an unknown model aortic valve underwent a valve-in-valve procedure after an unknown implant duration due to unknown reason. The tavr was performed with a 20mm transcatheter valve.

Manufacturer narrative:
H10: additional narratives corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a patient with a 21mm aortic valve underwent a valve-in-valve procedure after an implant duration of 13 years, 11 months due to stenosis. The patient presented with sob. The tavr was performed with a 20mm transcatheter valve. The patient was discharged home with no issues.